Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and was stuck in the prime loop. The blood glucose reading was 201mg/dl. Troubleshooting was performed, and the drive support cap was protruded and sticking out. Advise d the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarm noted.